Event description:
It was reported that the pump module gave air-in-line alarms and "usually without any air visible in the tubing." It was also reported that the clinicians would troubleshoot the air-in-line alarms by removing the tubing from the pump module and ¿flick¿ the tubing or run the fluid through, change out the IV tubing set, rub the area behind the pumping segment between the upper and lower pressure sensors, or change out the pump module. No additional details provided. This was reported to bd associate during their site visit. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: device was not returned to manufacturing facility.